Manufacturer narrative:
Were not returned. Review of the device history records for the (B)(4) lot code found that the only anomaly was that operation 30 was signed off as operation 10 on the router this is a typo only, all operations were completed with no holds or scrapped product. A complaint database search find no other related complaints against the remaining product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records were received from legal. Records indicate that the patient was revised because of the acetabular fractured more, loose cup and a screw was broken.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.